Manufacturer narrative:
The device was returned to olympus for inspection and confirmed that the reported event did not occur. It was observed that during the device evaluation, a b30 error occurred due to cut on the circuit board cable and dirt on the electrical contact of the video plug. A definitive root cause could be identified. Reasonably known information suggests probable causes such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, there was no video image that displayed on the videoscope. There were no reports of patient harm.